Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at maximum device output depending on the patient's body position. A CT scan was performed that revealed the lead helix to be protruding slightly at the apex of the heart; a perforation was suspected. A temporary pacing lead was implanted while the patient awaited revision at a different facility at which time they were scheduled to also undergo a valve replacement procedure due to patient condition. Information was later received indicating the revision procedure was performed at which time the rv lead was surgically abandoned and device explanted and replaced with a new system. No additional adverse patient effects were reported.